Event description:
First the slight burning of eye and surrounding tissue. Stopped using for 1 week. Second to 11th use no problems. Eleventh pre-moistened pad from packet 11 caused severe all night burning of all surrounding eye tissue, especially right under eye which hurt and peeled for 6 days. In my opinion, this product is unstable and is not uniformally formulated (it's not the same in all packets). I consider this product to be extremely dangerous and could possibly cause blindness. It should be taken off the market. When I called ocusoft inc., they acted like I was looking for a refund. If this was the case, I could have returned product to the drug store. Dose or amount: pre-moistened pads. Frequency: dates of use: (B)(6) - (B)(6) 2010. Diagnosis or reason for use: cleansing of eye lids. Event abated after use: yes. Event reappeared after reintroduction: yes.